Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery. A 7fr guiding catheter was being used. A 8-6x40 mm xact stent delivery system was advanced for treatment; however, due to resistance with the guiding catheter the stent delivery system did not exit the guiding catheter tip into the antomy. After retraction of the xact stent delivery system, a portion of the stent was observed to have been released. After this a 7x40 mm acculink stent delivery system was also advanced; however, due to resistance with the guiding catheter the stent delivery system did not exit the tip of the guiding catheter into the anatomy either. To finish the procedure, an non-abbott stent was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Returned device analysis revealed the stent implant was partially deployed 5 mm over the tip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: 0,035x300 stiff; guide cath: 7fr boston guider softip 40 xf; other: introducer 7fr, emboshield nav6. (B)(4). The xact is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The stent implant was partially deployed 5 mm over the tip of the stent delivery system. The difficult to position with the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the rx acculink carotid stent system instructions for use (IFU) materials required section requires an 8f guiding catheter or 6f introducer sheath compatible with the vascular anatomy. It is likely that the stent delivery system interacted with the smaller diameter guiding catheter, such that an interaction caused damage to the distal outer sheath, thereby contributing to the stent partially deploying and the inability to advance the sess.